Manufacturer narrative:
Additional information: event site postal code: (B)(6), site state: (B)(6). The getinge field service engineer (fse) that encountered the reported issue before installing unit for the customer. The fse found helium leak is more than 20 psi in 5 min. There is no information available related to part replacement and service order also not available. If any new information is received in future, the complaint will be reopened and supplemental report will be submitted. H3 other text: device repair status unknown.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that while a getinge field service engineer was checking the machine prior to sending it to the facility, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.